Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was received: because the something hard like a forceps was clamped, the blade was damaged. There were no adverse consequences to the patient.

Event description:
It was reported that during an open pancreaticoduodenectomy, ¿relax pressure on blade¿ was displayed for several times after the device was used for 30 minutes. Because the device clamped on a hard object, the blade was damaged and it was found that the blade tip was broken. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.